Manufacturer narrative:
(B)(4). Retainer ring = black. Customer complained about he has a damage pump. Unit perform visual inspection and pump received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and cracked retainer. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test. Unit was confirmed for physical damage cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and cracked retainer. Unit passed required testing.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.